Event description:
It was reported that while draping a pt side manipulator for a da vinci surgical procedure, the site experienced nonrecoverable fault error code #20013. The pt was under anesthesia when the surgical staff made the decision to abort the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the nonrecoverable system error code #20013 was associated with a pt side manipulator (psm) arm. The system was repaired by replacing the affected psm. The psm is an instrument arm located on the pt side cart and provides the sterile interface for the endowrist instruments. The system error code #20013 appears when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by the joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety system puts da vinci in a "nonrecoverable safe state". The psm was returned to isi for evaluation. Engineering was unable to replicate the customer reported failure mode, however, an axis potentiometer and motor/encoder were replaced as a precaution since the error was confirmed in the system logs. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hosp.